Manufacturer narrative:
(B)(4). Spring allegedly popped off causing the end user to fall. No injury or medical intervention reported.

Event description:
Endusers alleges the spring is missing from rear wheel of rollator.